Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support educated the caller about the normal battery depletion due to their settings and usage, specifically regarding the bluetooth setting, and confirmed the caller resumed insulin. The caller understood and acknowledged the explanation provided.